Manufacturer narrative:
An analysis was performed on the returned device. The failure to cycle was confirmed. The difficult to remove is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure in this case, a posterior needle to cuff miss occurred. The difficulty during removal is likely related to interaction with the vessel with the device or the foot specifically. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via an 8f sheath hole prior to an interventional leadless pacemaker implantation procedure. Reportedly, with the first prostyle device, a cuff miss [suture retrieval issue] occurred and resistance was felt during device removal. The second prostyle device had successful suture deployment, but resistance was felt during device removal. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a large-bore sheath and the interventional procedure was completed. Hemostasis was achieved with the second and third pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.